Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (australia) is experiencing discomfort at the anchor site behind the ear (off-label). Although not confirmed, the pt is being treated for a possible infection and has been prescribed oral antibiotics for 10 days. An appointment has been scheduled for further assessment.